Manufacturer narrative:
Correction to h6 and h11 based on additional device evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was lifted 0.8cm in length from the strain relief, the remaining liner was unexpanded. The distal tip was unopened. There was soft tip damage, and scratches observed along the blue portion of the esheath. Functional testing was done, and the commander delivery system was advanced through esheath+. The liner fully expanded, and the tip opened, but tore. Stretching was visible on the blue part of the tip, and radial/ slant score lines were visible in the tip. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The reported event for distal tip torn was confirmed based on evaluation of returned device. Available information suggests that procedural factors (variability in tip expansion) likely contributed to the event as per product evaluation, the score lines were visible although tip was opened. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards germany affiliate, during a left transfemoral tavr procedure with a 23mm sapien 3 ultra resilia transcatheter heart valve, the patient had a very difficult vessel. Therefore, shock wave was used to prepare the left femoral vessel before inserting the esheath+. When inserting the esheath+, difficulty was faced despite lithotripsies/shockwave. The commander delivery system with valve got stuck in the esheath+ likely in the blue portion. Therefore, the system was removed with the esheath+ as a unit. At the end, a non-edwards valve was implanted. The patient was stable post-procedure. As per product evaluation, when advancing a commander delivery system through a sheath, a distal tip tore.

Manufacturer narrative:
Investigation is still ongoing.